Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation, but not duplicated. The root cause of this condition was due to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. The root cause investigation is in progress through (B)(4).

Event description:
On (B)(4) 2011, the baxter field service technician serviced a colleague device, product code dnm9163, sn (B)(4), for a battery issue. This condition has the potential to cause an interruption of delivery. Patient injury was not reported. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. The user interface module software version of this pump is currently unknown. No additional information is available.